Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the pacemaker reverted to backup vvi mode due to firmware reset. It was noted that the patient experienced palpitations on (B)(6) 2020. However, the patient had not experienced any symptoms during the time of the call. It was noted that it was unclear if the patient's palpitations were caused by the backup pacing. An attempt was made to restore the device by performing a firmware download. However, the firmware download failed, citing inadequate telemetry as the reason for the failure. Yet, it was not indicated whether poor telemetry was truly the reason for the download failure. The device was not restored and the patient was sent home with the pacemaker still in backup mode. The patient presented in clinic on (B)(6) 2020. Programming changes were successfully made. The patient's condition before, during, and after the restoration was stable.